Event description:
T-connector was connected to patient's IV and patient was receiving hyperalimentation with fat emulsion. Nurse noted blood backing up and saw leak at the light blue female connector which is cracked. Patient now has a (+) blood culture. This t-connector has been found cracked on three (3) other patients, same place on the connector. This was connected to either an arterial or venous catheter. These patients also subsequently developed (+) blood cultures. The items have been pulled form the stock and replacements being sought. One of the devices is available for inspection, and others have been discarded.device labeled for single use. Patient medical status prior to event: critical condition. There was multiple patient involvement. Number of patients involved: 4.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: design, hub, tubing. Conclusion: device failure indirectly caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.